Manufacturer narrative:
Patient identifier and date of birth not available for reporting. Date of event: date of fracture is not known. It is not known if device was explanted. Complainant part is not expected to be returned for manufacturer review/investigation. DHR review was completed. Part no.: 04.168.000s, lot no.: l681147, manufacturing location: (B)(4), release to warehouse date: 12/01/2017, expiry date: 11/01/2027, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted a review of the provided x-ray image. X-ray reviewed, post operative breakage of the bone can be confirmed. As no material will be returned and no allegation against the implants was made, no further investigation will be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent an open reduction internal fixation (orif) for femoral neck fracture on (B)(6) 2018 using the femoral neck system (fns) implants. Surgery was successfully completed with no delay. X-rays taken on (B)(6) 2018 revealed a femoral subtrochanteric fracture under the fns implants. It is reported the patient was walking with a walker after leaving the hospital. A revision procedure was planned for (B)(6) 2018 in which the surgeon intends to revise the patient to a long nail and cable. It has not been confirmed that the revision procedure has taken place. This report is for one (1) fns plate. This is report 2 of 4 for (B)(4).